Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure using the catheter and the right ventricular (rv) lead the patient experienced cardia tamponade. Pericardial effusion was observed and drainage was performed the pacing lead remains in use. No further patient complications have been reported as a result of this event.